Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. A low impedance of 32 ohms on contact pair 0/1 was observed before a normal eri replacement procedure. The low impedance persisted after ins replacement. Therapy impedance was normal pre- and post-replacement. The patient was alive without injury and was receiving therapy at the time of this report. No further complications are anticipated. Refer to manufacturer report #3004209178-2017-21997 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause had not been determined.